Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported event related to fluid leak; however, product analysis concluded that identified a pump failed activation test was the most probable cause of the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected and leak tested. Cylinder 1 had a leak in the cylinder body attributed to sharp instrument damage; some fabric was pulled out of this hole. This cylinder was not pressure tested due to this leak. Cylinder 2 was visually inspected, leak tested and pressure tested. This cylinder performed within specifications. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb activation test; therefore required more than 8lbs of force to activate. Product analysis was unable to confirm the reported event related to fluid leak; however, product analysis concluded that identified a pump failed activation test was the most probable cause of the reported event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted on (B)(6)2020. One month later, the patient complained about a pump inflation issue. The inflatable penile prosthesis was replaced due to fluid loss.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted on (B)(6) 2020. One month later, the patient complained about a pump inflation issue. The physician scheduled a revision surgery for (B)(6) 2020. If the problem is with the pump, it will be replaced.